Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain post essure sterilization') and ovarian cyst ('right ovarian cyst; 6 cm right ovarian cyst, single septation') in a (B)(6) year old female patient who had essure (batch no. A20062) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included anterior knee pain syndrome on (B)(6) 2012, menstrual cycle abnormal on (B)(6) 2011, bacterial vaginosis in 2008, vaginal discharge (complaints of having vaginal discharge for the last 2 weeks periods) in 2007, menorrhagia (heavy periods 9 days) in 2004, leg pain in 2004, pain of extremities in 2004, vaginal discharge (lab comment: microscopy indicative of bacterial vaginosis; treatment: metronidazole; result: heavy growth of mixed enterobacteria.) In 2004, vaginal infection in 2004, pregnant (confirmed in urine test) in 2004, dysmenorrhea in 2004, menorrhagia in 2004 and chlamydial pelvic inflammatory disease in 2003. Previously administered products included for an unreported indication: depo provera and mirena. Family history included fibromyalgia (mother and one of four sisters). In 2012, the patient experienced headache ("increase headache"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced musculoskeletal pain ("muscle and joint pain"), 2 months 23 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and back pain ("complaints of right sided and lower back pain"). On (B)(6) 2014, the patient experienced chest injury ("rib sprain"). On (B)(6) 2015, the patient experienced ovarian cyst (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced anxiety ("anxiety"). On (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2018, the patient experienced dysgeusia ("metallic taste in mouth"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("irritable bowel syndrome"), constipation ("particular constipation"), fatigue ("severe fatigue") and poor quality sleep ("severe non- refreshing sleep"). The patient was treated with surgery (diagnostic hysteroscopy, laparoscopic right salpingooophorectomy, left salpingectomy and laparoscopic ovarian cystectomy, (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ovarian cyst, headache, musculoskeletal pain, depression, back pain, chest injury, abdominal pain, anxiety, fibromyalgia, dysgeusia, irritable bowel syndrome, constipation, fatigue and poor quality sleep outcome was unknown. The reporter provided no causality assessment for anxiety, chest injury, constipation, depression, dysgeusia, fatigue, fibromyalgia, irritable bowel syndrome, musculoskeletal pain, ovarian cyst and poor quality sleep with essure. The reporter considered abdominal pain, back pain, headache and pelvic pain to be related to essure. The reporter commented: according to notes taken, the insertion had 6 coils on right and 3 on right. Procedure of insertion was done by hysteroscopy. Removal details: diagnostic hysteroscopy, laparoscopic right salpingooophorectomy, left salpingectomy, retrieval of essure coil and lop bilaterally dr performed a laparoscopic bilateral salpingectomy and right oophorectomy and hysteroscopy. At hysteroscopy there was a normal uterine cavity and there was fibrosis on the tubal ostia. We could not see essure device hysteroscopically. Dr started with the right salpingo- oophorectomy and we did have to cut through the essure device before we completed salpingectomy. The remaining part of the essure device was pulled out intact. Then dr proceeded to left salpingectomy, again dr had to cut through essure device and then we removed it at the end. Specimen: coils loops of both side of essure retrieved successfully. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination on (B)(6) 2015: findings after removal of essure: uterus normal size mobile a/v, normal tubes and ovaries, normal cavity, normal ovarian fossae, minimal adhesion between sigmoid and left pelvic side. Intrauterine contraception on (B)(6) 2013: confirmation test: bilateral tubal occlusion. Ultrasound pelvis on (B)(6) 2015: normal anteverted uterus. There is aa cyst with aseptation seen in the right adnexa measuring approx 63 x 39 x 53 mm. The right ovary was not seen separate to the cyst. The left ovary appears normal. There is right ovarian cyst measuring 61 x 50 mm this appears to have developed since recent ultrasound. Fallopian tubes implants noted. Ultrasound scan vagina on (B)(6) 2013: normal anteverted uterus. Both implants appear to be correctly placed within the right and left cornua. Lot number: a20062 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: legal case extraction sheet arrived; reporters added; concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, ovarian cyst, headache, musculoskeletal pain, depression, anxiety, low back pain, rib injury, abdominal pain, fibromyalgia, taste metallic, irritable bowel syndrome, constipation, fatigue, poor quality sleep. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain post essure sterilization/localised pain') and ovarian cyst ('right ovarian cyst; 6 cm right ovarian cyst, single septation'). In a 31-year-old female patient who had essure (batch no. A20062), inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included: anterior knee pain syndrome on (B)(6) 2012, menstrual cycle abnormal on (B)(6) 2011, bacterial vaginosis on 2008, vaginal discharge (complaints of having vaginal discharge for the last 2 weeks periods) on 2007, menorrhagia (heavy periods (B)(6) days) on 2004, leg pain on 2004, pain of extremities on 2004, vaginal discharge (lab comment: microscopy indicative of bacterial vaginosis; treatment: metronidazole; result: heavy growth of mixed enterobacteria.) In 2004, vaginitis bacterial on 2004, pregnant (confirmed in urine test) on 2004, dysmenorrhea on 2004, menorrhagia on 2004 and chlamydial pelvic inflammatory disease on 2003. Previously administered products, included for an unreported indication: depo provera and mirena. Family history included: fibromyalgia (mother and one of four sisters). On 2012, the patient experienced headache ("increase headache"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced musculoskeletal pain ("muscle and joint pain"), (B)(6) months (B)(6) days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and back pain ("complaints of right sided and lower back pain"). On (B)(6) 2014, the patient experienced ligament sprain ("rib sprain"). On (B)(6) 2015, the patient experienced ovarian cyst (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced anxiety ("anxiety"). On (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2018, the patient experienced dysgeusia ("metallic taste in mouth"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("irritable bowel syndrome"), constipation ("particular constipation"), fatigue ("severe fatigue"), poor quality sleep ("severe non- refreshing sleep"), genital haemorrhage ("heavy/abnormal bleeding") and mental disorder ("psychological/psychiatric problems"). The patient was treated with surgery (diagnostic hysteroscopy, laparoscopic right salpingooophorectomy, left salpingectomy and laparoscopic ovarian cystectomy, (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ovarian cyst, musculoskeletal pain, depression, back pain, ligament sprain, abdominal pain, anxiety, dysgeusia, irritable bowel syndrome, constipation, fatigue, poor quality sleep, genital haemorrhage and mental disorder outcome was unknown. And the headache and fibromyalgia had not resolved. The reporter provided no causality assessment for anxiety, constipation, depression, dysgeusia, fatigue, fibromyalgia, genital haemorrhage, irritable bowel syndrome, ligament sprain, mental disorder, musculoskeletal pain, ovarian cyst and poor quality sleep with essure. The reporter considered abdominal pain, back pain, headache and pelvic pain to be related to essure. The reporter commented: according to notes taken, the insertion had 6 coils on right and 3 on right. Procedure of insertion was done by hysteroscopy. Removal details: diagnostic hysteroscopy, laparoscopic right salpingooophorectomy, left salpingectomy, retrieval of essure coil and lop bilaterally. Dr. Performed a laparoscopic bilateral salpingectomy and right oophorectomy and hysteroscopy. At hysteroscopy, there was a normal uterine cavity and there was fibrosis on the tubal ostia. We could not see essure device hysteroscopically. Dr. Started with the right salpingo- oophorectomy. And we did have to cut through the essure device, before we completed salpingectomy. The remaining part of the essure device was pulled out intact. Then dr. Proceeded to left salpingectomy. Again dr. Had to cut through essure device and then we removed it at the end. Specimen: coils loops of both side of essure retrieved successfully. Symptoms of fibromyalgia, headaches, heavy/abnormal bleeding, localized pain and psychological/psychiatric problems were ongoing by (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination: on (B)(6) 2015, findings after removal of essure: uterus normal size mobile a/v, normal tubes and ovaries, normal cavity, normal ovarian fossae, minimal adhesion between sigmoid and left pelvic side; intrauterine contraception: on (B)(6) 2013, confirmation test: bilateral tubal occlusion; ultrasound pelvis: on (B)(6) 2015, normal anteverted uterus. There is a cyst with a septation seen in the right adnexa, measuring approx 63 x 39 x 53 mm. The right ovary was not seen separate to the cyst. The left ovary appears normal. There is right ovarian cyst measuring 61 x 50 mm. This appears to have developed since recent ultrasound. Fallopian tubes implants noted; ultrasound scan vagina: on (B)(6) 2013, normal anteverted uterus. Both implants appear to be correctly placed within the right and left cornua. Lot number#: a20062, manufacturing date: 2012-06, expiration date: 2015-06. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021, new aes were added: heavy/abnormal bleeding and psychological/psychiatric problems. Fibromyalgia and headache were ongoing by the time of report. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain post essure sterilization') and ovarian cyst ('right ovarian cyst; 6 cm right ovarian cyst, single septation') in a 31-year-old female patient who had essure (batch no. A20062) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included anterior knee pain syndrome on (B)(6) 2012, menstrual cycle abnormal on (B)(6) 2011, bacterial vaginosis in 2008, vaginal discharge (complaints of having vaginal discharge for the last 2 weeks periods) in 2007, menorrhagia (heavy periods 9 days) in 2004, leg pain in 2004, pain of extremities in 2004, vaginal discharge (lab comment: microscopy indicative of bacterial vaginosis; treatment: metronidazole; result: heavy growth of mixed enterobacteria.) In 2004, vaginitis bacterial in 2004, pregnant (confirmed in urine test) in 2004, dysmenorrhea in 2004, menorrhagia in 2004 and chlamydial pelvic inflammatory disease in 2003. Previously administered products included for an unreported indication: depo provera and mirena. Family history included fibromyalgia (mother and one of four sisters). In 2012, the patient experienced headache ("increase headache"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced musculoskeletal pain ("muscle and joint pain"), 2 months 23 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and back pain ("complaints of right sided and lower back pain"). On (B)(6) 2014, the patient experienced ligament sprain ("rib sprain"). On (B)(6) 2015, the patient experienced ovarian cyst (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced anxiety ("anxiety"). On (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2018, the patient experienced dysgeusia ("metallic taste in mouth"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("irritable bowel syndrome"), constipation ("particular constipation"), fatigue ("severe fatigue") and poor quality sleep ("severe non- refreshing sleep"). The patient was treated with surgery (diagnostic hysteroscopy, laparoscopic right salpingooophorectomy, left salpingectomy and laparoscopic ovarian cystectomy, (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ovarian cyst, headache, musculoskeletal pain, depression, back pain, ligament sprain, abdominal pain, anxiety, fibromyalgia, dysgeusia, irritable bowel syndrome, constipation, fatigue and poor quality sleep outcome was unknown. The reporter provided no causality assessment for anxiety, constipation, depression, dysgeusia, fatigue, fibromyalgia, irritable bowel syndrome, ligament sprain, musculoskeletal pain, ovarian cyst and poor quality sleep with essure. The reporter considered abdominal pain, back pain, headache and pelvic pain to be related to essure. The reporter commented: according to notes taken, the insertion had 6 coils on right and 3 on right. Procedure of insertion was done by hysteroscopy. Removal details: diagnostic hysteroscopy, laparoscopic right salpingooophorectomy, left salpingectomy, retrieval of essure coil and lop bilaterally dr performed a laparoscopic bilateral salpingectomy and right oophorectomy and hysteroscopy. At hysteroscopy there was a normal uterine cavity and there was fibrosis on the tubal ostia. We could not see essure device hysteroscopically. Dr started with the right salpingo- oophorectomy and we did have to cut through the essure device before we completed salpingectomy. The remaining part of the essure device was pulled out intact. Then dr proceeded to left salpingectomy, again dr had to cut through essure device and then we removed it at the end. Specimen: coils loops of both side of essure retrieved successfully. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2015: findings after removal of essure: uterus normal size mobile a/v, normal tubes and ovaries, normal cavity, normal ovarian fossae, minimal adhesion between sigmoid and left pelvic side. Intrauterine contraception - on (B)(6) 2013: confirmation test: bilateral tubal occlusion. Ultrasound pelvis - on (B)(6) 2015: normal anteverted uterus. There is aa cyst with aseptation seen in the right adnexa measuring approx 63 x 39 x 53 mm. The right ovary was not seen separate to the cyst. The left ovary appears normal. There is right ovarian cyst measuring 61 x 50 mm this appears to have developed since recent ultrasound. Fallopian tubes implants noted. Ultrasound scan vagina - on (B)(6) 2013: normal anteverted uterus. Both implants appear to be correctly placed within the right and left cornua.. Lot number: a20062 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: mhra reference added. On 17-dec-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain post essure sterilization/ localised pain') and ovarian cyst ('right ovarian cyst; 6 cm right ovarian cyst, single septation') in a 31-year-old female patient who had essure (batch no. A20062) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included overdose on (B)(6) 2013, anterior knee pain syndrome on (B)(6) 2012, menstrual cycle abnormal on (B)(6) 2011, neuritis on (B)(6) 2010, bacterial vaginosis in 2009, bacterial vaginosis in 2008, vaginal discharge (complaints of having vaginal discharge for the last 2 weeks periods) in 2007, menorrhagia (heavy periods 9 days) in 2004, leg pain in 2004, pain of extremities in 2004, vaginal discharge (lab comment: microscopy indicative of bacterial vaginosis; treatment: metronidazole; result: heavy growth of mixed enterobacteria.) In 2004, vaginitis bacterial in 2004, pregnant (confirmed in urine test) in 2004, dysmenorrhea in 2004, menorrhagia in 2004, chlamydial pelvic inflammatory disease in 2003, suicidal ideation and sleep unwell. Previously administered products included for an unreported indication: etonogestrol implant until (B)(6) 2011, mirena and depo provera. Family history included fibromyalgia (mother and one of four sisters). In 2012, the patient experienced headache ("increase headache"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced musculoskeletal pain ("muscle and joint pain"), 2 months 23 days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and back pain ("complaints of right sided and lower back pain"). On (B)(6) 2013, the patient experienced jaundice ("jaudiced") with vomiting and abdominal pain. On (B)(6) 2014, the patient experienced ligament sprain ("rib sprain"). On 29-apr-2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced herpes virus infection ("herpes"). On (B)(6) 2016, the patient experienced anxiety ("anxiety"). On 4-sep-2017, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2018, the patient experienced dysgeusia ("metallic taste in mouth"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("irritable bowel syndrome"), constipation ("particular constipation"), fatigue ("severe fatigue"), poor quality sleep ("severe non- refreshing sleep"), genital haemorrhage ("heavy/ abnormal bleeding") and mental disorder ("psychological/ psychiatric problems"). The patient was treated with surgery (diagnostic hysteroscopy, laparoscopic right salpingooophorectomy, left salpingectomy and laparoscopic ovarian cystectomy, (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ovarian cyst, musculoskeletal pain, depression, back pain, ligament sprain, abdominal pain, anxiety, dysgeusia, irritable bowel syndrome, constipation, fatigue, poor quality sleep, genital haemorrhage, mental disorder, jaundice and herpes virus infection outcome was unknown and the headache and fibromyalgia had not resolved. The reporter provided no causality assessment for anxiety, constipation, depression, dysgeusia, fatigue, fibromyalgia, genital haemorrhage, herpes virus infection, irritable bowel syndrome, jaundice, ligament sprain, mental disorder, musculoskeletal pain, ovarian cyst and poor quality sleep with essure. The reporter considered abdominal pain, back pain, headache and pelvic pain to be related to essure. The reporter commented: according to notes taken, the insertion had 6 coils on right and 3 on right. Procedure of insertion was done by hysteroscopy. Removal details: diagnostic hysteroscopy, laparoscopic right salpingooophorectomy, left salpingectomy, retrieval of essure coil and lop bilaterally dr performed a laparoscopic bilateral salpingectomy and right oophorectomy and hysteroscopy. At hysteroscopy there was a normal uterine cavity and there was fibrosis on the tubal ostia. We could not see essure device hysteroscopically. Dr started with the right salpingo- oophorectomy and we did have to cut through the essure device before we completed salpingectomy. The remaining part of the essure device was pulled out intact. Then dr proceeded to left salpingectomy, again dr had to cut through essure device and then we removed it at the end. Specimen: coils loops of both side of essure retrieved successfully. Symptoms of fibromyalgia, headaches, heavy/abnormal bleeding, localized pain and psychological/psychiatric problems were ongoing by 01-mar-2021. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2015: findings after removal of essure: uterus normal size mobile a/v, normal tubes and ovaries, normal cavity, normal ovarian fossae, minimal adhesion between sigmoid and left pelvic side. Intrauterine contraception - on (B)(6) 2013: confirmation test: bilateral tubal occlusion. Ultrasound pelvis - on (B)(6) 2015: normal anteverted uterus. There is aa cyst with aseptation seen in the right adnexa measuring approx 63 x 39 x 53 mm. The right ovary was not seen separate to the cyst. The left ovary appears normal. There is right ovarian cyst measuring 61 x 50 mm this appears to have developed since recent ultrasound. Fallopian tubes implants noted. Ultrasound scan vagina - on (B)(6) 2013: normal anteverted uterus. Both implants appear to be correctly placed within the right and left cornua.. Lot number: a20062 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: the events jaundiced and herpes infection were added. The start date of event abdominal pain was updated. Medical history was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain post essure sterilization/ localised pain/pain, including chronic pain;") and ovarian cyst ("right ovarian cyst; 6 cm right ovarian cyst, single septation") in a 31 year-old female patient who had essure inserted (lot no. A20062) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of surgery (had surgery to remove right ovary and tubes.) And cyst removal in 2015, overdose in 2013, anterior knee pain syndrome in 2012, menstrual cycle abnormal in 2011, neuritis in 2010, bacterial vaginosis in 2009, bacterial vaginosis in 2008, vaginal discharge (complaints of having vaginal discharge for the last 2 weeks periods) in 2007, leg pain, menorrhagia (heavy periods 9 days), pain of extremities, vaginitis bacterial, vaginal discharge (lab comment: microscopy indicative of bacterial vaginosis; treatment: metronidazole; result: heavy growth of mixed enterobacteria.), pregnant (confirmed in urine test), menorrhagia and dysmenorrhea in 2004, chlamydial pelvic inflammatory disease in 2003 and sleeplessness and suicidal ideation. Previously administered products included: mirena, depo provera and etonogestrel. The patient had a family history of fibromyalgia (mother and one of four sisters). On (B)(6) 2012, the patient had essure inserted. In 2012 she experienced headache ("increase headache"). On (B)(6) 2013 she experienced arthralgia ("muscle and joint pain"). On (B)(6) 2013 she experienced depression ("depression") and back pain ("complaints of right sided and lower back pain"). On (B)(6) 2013 she experienced jaundice ("jaudiced"). On (B)(6) 2014 she experienced ligament sprain ("rib sprain"). On (B)(6) 2015 she experienced a first episode of abdominal pain ("abdominal pain"). On (B)(6) 2015 she experienced ovarian cyst (seriousness criterion medically important). On (B)(6) 2015 she experienced herpes virus infection ("herpes"). On (B)(6) 2016 she experienced anxiety ("anxiety"). On (B)(6) 2017 she experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2018 she experienced dysgeusia ("metallic taste in mouth"). On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), irritable bowel syndrome ("irritable bowel syndrome"), constipation ("particular constipation"), fatigue ("severe fatigue"), poor quality sleep ("severe non- refreshing sleep"), genital haemorrhage ("heavy/ abnormal bleeding"), mental disorder ("psychological/ psychiatric problems/psychological issues"), vomiting ("vomiting"), a second episode of abdominal pain ("abdominal pain"), pain ("pain"), injury ("injury") and nausea ("constant nausea and vomiting 4 times a week"). The patient was treated with surgery (laparoscopic right salpingo-oophorectomy and left salpingectomy with retrieval of essure loops and laparoscopic ovarian cystectomy, (B)(6) 2015). At the time of the report, the headache and fibromyalgia had not resolved. The outcomes for pelvic pain, ovarian cyst, arthralgia, depression, back pain, ligament sprain, anxiety, dysgeusia, irritable bowel syndrome, constipation, fatigue, poor quality sleep, genital haemorrhage, mental disorder, jaundice, herpes virus infection and nausea were unknown. The reporter considered the first episode of abdominal pain, the second episode of abdominal pain, back pain, headache, injury, nausea, pain and pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to arthralgia, depression, ligament sprain, ovarian cyst, anxiety, fibromyalgia, dysgeusia, irritable bowel syndrome, constipation, fatigue, poor quality sleep, genital haemorrhage, mental disorder, jaundice, vomiting or herpes virus infection. The reporter commented: according to notes taken, the insertion had 6 coils on right and 3 on right. Procedure of insertion was done by hysteroscopy. Removal details: diagnostic hysteroscopy, laparoscopic right salpingooophorectomy, left salpingectomy, retrieval of essure coil and lop bilaterally dr performed a laparoscopic bilateral salpingectomy and right oophorectomy and hysteroscopy. At hysteroscopy there was a normal uterine cavity and there was fibrosis on the tubal ostia. We could not see essure device hysteroscopically. Dr started with the right salpingo- oophorectomy and we did have to cut through the essure device before we completed salpingectomy. The remaining part of the essure device was pulled out intact. Then dr proceeded to left salpingectomy, again dr had to cut through essure device and then we removed it at the end. Specimen: coils loops of both side of essure retrieved successfully. Symptoms of fibromyalgia, headaches, heavy/abnormal bleeding, localized pain and psychological/psychiatric problems were ongoing by (B)(6) 2021. At the review two months later you were noted to be recovering well. You described that your pain had slightly improved although you still had some severe pains. The pain was all over your abdomen and radiated to your back. You described constant nausea and vomiting 4 times a week. It was thought your symptoms were due to constipation and you were advised to change your diet. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2015: findings after removal of essure: uterus normal size mobile a/v, normal tubes and ovaries, normal cavity, normal ovarian fossae, minimal adhesion between sigmoid and left pelvic side [intrauterine contraception] on (B)(6) 2013: confirmation test: bilateral tubal occlusion [ultrasound pelvis] on (B)(6) 2015: normal anteverted uterus. There is a cyst with aseptation seen in the right adnexa measuring approx 63 x 39 x 53 mm. The right ovary was not seen separate to the cyst. The left ovary appears normal. There is right ovarian cyst measuring 61 x 50 mm this appears to have developed since recent ultrasound. Fallopian tubes implants noted. Ultrasound scan revealed right ovarian cyst. [Ultrasound scan vagina] on (B)(6) 2013: normal anteverted uterus. Both implants appear to be correctly placed within the right and left cornua. An ultra sound scan showed the implants in the correct position and that your tubes were blocked. Lot number: a20062; manufacturing date: 2012-06; expiration date: 2015-06. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: medical record received. Reporters information added. Patient medical history added and lab data updated .non drug treatment updated. New events pain , injury, nausea added. Reported event for pelvic pain female updated as pelvic pain post essure sterilization/ localised pain/pain, including chronic pain; . We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain post essure sterilization') and ovarian cyst ('right ovarian cyst; 6 cm right ovarian cyst, single septation'). In a 31-year-old female patient who had essure (batch no. A20062), inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included: anterior knee pain syndrome on (B)(6) 2012, menstrual cycle abnormal on (B)(6) 2011, bacterial vaginosis in 2008, vaginal discharge (complaints of having vaginal discharge for the last 2 weeks periods) in 2007, menorrhagia (heavy periods 9 days) in 2004, leg pain in 2004, pain of extremities in 2004, vaginal discharge (lab comment: microscopy indicative of bacterial vaginosis; treatment: metronidazole; result: heavy growth of mixed enterobacteria.) In 2004, vaginitis bacterial in 2004, pregnant (confirmed in urine test) in 2004, dysmenorrhea in 2004, menorrhagia in 2004 and chlamydial pelvic inflammatory disease in 2003. Previously administered products, included for an unreported indication: depo provera and mirena. Family history included: fibromyalgia (mother and one of four sisters). In 2012, the patient experienced headache ("increase headache"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced musculoskeletal pain ("muscle and joint pain"), 2 months 23 days days after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression") and back pain ("complaints of right sided and lower back pain"). On (B)(6) 2014, the patient experienced ligament sprain ("rib sprain"). On (B)(6) 2015, the patient experienced ovarian cyst (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced anxiety ("anxiety"). On (B)(6)2017, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2018, the patient experienced dysgeusia ("metallic taste in mouth"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("irritable bowel syndrome"), constipation ("particular constipation"), fatigue ("severe fatigue"). And poor quality sleep ("severe non- refreshing sleep"). The patient was treated with surgery (diagnostic hysteroscopy, laparoscopic right salpingooophorectomy, left salpingectomy and laparoscopic ovarian cystectomy, (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ovarian cyst, headache, musculoskeletal pain, depression, back pain, ligament sprain, abdominal pain, anxiety, fibromyalgia, dysgeusia, irritable bowel syndrome, constipation, fatigue and poor quality sleep outcome was unknown. The reporter provided no causality assessment for anxiety, constipation, depression, dysgeusia, fatigue, fibromyalgia, irritable bowel syndrome, ligament sprain, musculoskeletal pain, ovarian cyst and poor quality sleep with essure. The reporter considered abdominal pain, back pain, headache and pelvic pain to be related to essure. The reporter commented: according to notes taken, the insertion had 6 coils on right and 3 on right. Procedure of insertion was done by hysteroscopy. Removal details: diagnostic hysteroscopy, laparoscopic right salpingooophorectomy, left salpingectomy, retrieval of essure coil and lop bilaterally. Dr performed a laparoscopic bilateral salpingectomy and right oophorectomy and hysteroscopy. At hysteroscopy there was a normal uterine cavity. And there was fibrosis on the tubal ostia. We could not see essure device hysteroscopically. Dr started with the right salpingo- oophorectomy, and we did have to cut through the essure device before we completed salpingectomy. The remaining part of the essure device was pulled out intact. Then dr proceeded to left salpingectomy. Again dr had to cut through essure device and then we removed it at the end. Specimen: coils loops of both side of essure retrieved successfully. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination: on (B)(6) 2015, findings after removal of essure: uterus normal size mobile a/v, normal tubes and ovaries, normal cavity, normal ovarian fossae, minimal adhesion between sigmoid and left pelvic side; intrauterine contraception: on (B)(6) 2013, confirmation test: bilateral tubal occlusion; ultrasound pelvis: on (B)(6) 2015, normal anteverted uterus. There is a cyst with a septation seen in the right adnexa measuring approx 63 x 39 x 53 mm. The right ovary was not seen separate to the cyst. The left ovary appears normal. There is right ovarian cyst measuring 61 x 50 mm. This appears to have developed since recent ultrasound. Fallopian tubes implants noted. Ultrasound scan vagina: on (B)(6) 2013, normal anteverted uterus. Both implants appear to be correctly placed within the right and left cornua. Lot number#: a20062, manufacturing date: 2012-06, expiration date: 2015-06. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020, mhra reference added. On 17-dec-2020, quality-safety evaluation of ptc. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.